Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing the guidewire through the introducer needles is confirmed, but the root cause could not be identified. One nitinol guidewire and two 21 ga bbraun introducer needles were returned for evaluation. A functional test of attempting to pass the complainant guidewire through each of the returned introducer needles revealed the complainant guidewire would not pass through either complainant introducer needle as it would stop at the end of the coiled region of the guidewire. A functional test of attempting to pass a non-complainant guidewire through each of the returned, complainant introducer needles revealed the non-complainant guidewire could pass through each of the complainant introducer needles. A microscopic observation revealed the proximal section of the guidewire coil to have a damaged and partly unraveled coil. The fracture surface of the coil wire appeared angled with a shiny fracture surface and sharp fracture edges. The adhesive at the distal end of the coil wire was observed to be damaged. A microscopic observation of the sample 1 introducer needle was observed to be barbed at the needle tip. A microscopic observation of the sample 2 introducer needle showed some mechanical damage at the needle bevel. The root cause of the damage along the guidewire causing difficulty inserting the guidewire through the introducer needles could not be determined. Possible causes of failure include inadequate adhesive along the coiled region of the guidewire, damage to the guidewire caused by pulling the device back against the needle bevel, or other clinical situations involving insertion technique. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported after puncturing the vein for PICC insertion, hcp was not able to pass the guidewire through the needle. So , hcp had to open a new piic packet for PICC placement. No patient injury was reported. 06/19/2026 it was found during an investigation a microscopic observation revealed the proximal section of the guidewire coil to have a damaged and partly unraveled coil.